Manufacturer narrative:
Initial and final MDR (B)(4)- device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced six infusion set cannula crimped event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.